Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the tubing to the sheath tank became disconnected, causing the leak; the tubing was replaced, resolving the leak and the sheath tank errors. (B)(4).

Event description:
Customer reported a contained leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as about 15 ml of blue fluid and was noticed upon completion of a startup. The instrument also generated "sheath tank not full" errors. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.